Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. The customer's blood glucose (bg) level was between 300-408 mg/dl. Reportedly, a cartridge change was performed resolving the issue. Customer administered a manual injection and a correction bolus via the pump to address bg, subsequently resulting in a low bg of 43 mg/dl. Customer consumed carbohydrates to address bg.